Manufacturer narrative:
No medwatch form was received the damage found ws sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged and moved into the ra. The patient received multiple shocks. The lead was explanted and replaced.